Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when turned on, a 980 ventilator failed to cycle. The patient was not connected to the ventilator when the event occurred. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.